Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient had been in the hospital due to issues with the pump. It was stated that the patient was taken off the pump. The patient was treated at the hospital by the health care provider. Customer technical support (cts) was unable to determine what the issues were with the pump. Troubleshooting could not be completed at the time of the complaint. Cts made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient was hospitalized due to issues with the pump. The pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jan-2018 with the following findings: during investigation, the pump history showed the the pump was running on year 2007 since (B)(6). Due to continuous use of the pump, the black box data for the date of the event was overwritten. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required range and delivering accurately.